Event description:
The reporter called regarding mcghan breast implants. The caller had the devices implanted in (B)(6) 1998. A week after the caller started having respiratory infection, bladder infection, yeast infection and vomiting. Soon she discovered that her breasts shape was changing everyday. The caller stated," I got hard and painful breasts, right arm numbness, swollen lymph nodes, fever, gastric indigestion and failure of organs" for the same reporter was hospitalized and took treatment for three months. The caller also mentioned," I was in study by biomed research without my knowledge and consent. On asking for details to the research team, they told me that my file is lost." She also mentioned about cyst in gall bladder and liver which led to losing gall bladder. Ref report: mw5153829.